Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Were any tests, cultures performed? Results? Events reported on mw# 2210968-2022-05217, mw# 2210968-2022-05218, mw# 2210968-2022-05219, mw# 2210968-2022-05220, mw# 2210968-2022-05221, mw# 2210968-2022-05222, mw# 2210968-2022-05223, mw# 2210968-2022-05224, mw# 2210968-2022-05225, mw# 2210968-2022-05226, mw# 2210968-2022-05228. Product sample not available for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown general surgery procedure on an unknown date in 2022 and topical skin adhesive was used. Patient returned with redness and swelling around the application area of the adhesive. Treatment given was antibiotic and benadryl. Patient is responding well to treatment. No devices to return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Photos name of surgery? Bariatric case. What was the procedure date? (B)(6) 2022. What date /day post op was the reaction noted? Noted at the 1 week post op follow up. Was any surgical intervention performed? No. Please describe how was the adhesive was applied. Post op. Port sites were closed, patient was washed, dried with a raytec and then dermabond was applied in a thin coat. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. This was asked during the pre op consult. Is the patient hypersensitive to pressure sensitive adhesives? No. This was asked during the pre op consult. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. This is all part of the pre op checklist they have in place. Patient demographics: initials / ID, gender, age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) this was all asked during the pre op screen. Answered ¿no¿ to these questions. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status. Product was removed at the one week follow up and no further problems have been reported. Were any tests, cultures performed? No. Results? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.